Manufacturer narrative:
Correction: d5. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was powered on and date/time could not be entered due to malfunctioning keypad. The 5, 6, 8, 9, 0 keys and dot keys all produce 2 quick beeps when the keys were pressed. The pump could not be put in advance mode or service mode with the original keypad. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition is a defective key pad. This issue is being further investigated. To resolve this issue, the front panel would be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had keypad issues. The keypad issues were described as, ¿had keys 5, 6, 8 and 9 are entering twice when pressed once¿. This event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). G1: device manufacturer address 2: should additional relevant information become available, a supplemental report will be submitted.